Manufacturer narrative:
Of the 25 devices, 10 lot numbers were provided, and lot history reviews were performed. Of the 25 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 8 devices and reviewed for each malfunction. Perforation of the ivc and filter tilt were confirmed for 4 devices. Perforation of the ivc were confirmed and filter tilt were inconclusive for 3 devices. Filter limb perforation of the ivc and filter tilt was inconclusive for 1 device. 15 devices samples or medical records were not provided. Therefore, the investigation is inconclusive. 2 medical records were provided, the company is currently reviewing the medical records. A root cause has not been determined. The devices were labeled for single use. (Gfsh2004, gfse4182, gfvc0368, gfsh3647, gfrg2584, gftd2016, gfqb2764, unknown).

Event description:
This report summarizes twenty-five malfunctions. A review of the reported information indicated that model rf310f. Vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All twenty-five events involved a patient with no reported patient consequences. Of the twenty-five reported patient, 12 patients ranged from 25 ¿ 74 years of age, three patient weight ranged from 98 ¿ 127 kgs. Of the reported patients, six were female and six were male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the 25 malfunctions, the product catalog for one device was updated to rf320j. H10: of the 25 devices, 10 lot numbers were provided, and lot history reviews were performed. Of the 25 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 10 devices and reviewed for each malfunction. Out of the 10 medical records returned, 2 had images and were reviewed for each malfunction. Perforation of the ivc and filter tilt were confirmed for 4 devices. Perforation of the ivc was confirmed and filter tilt was inconclusive for 3 devices. Both filter limb perforation of the ivc and filter tilt was inconclusive for 1 device. One malfunction confirmed for perforation, but was inconclusive for tilt and occlusion. Trending code 2423 - obstruction within device was also added to the malfunction. One malfunction confirmed for perforation, but was unconfirmed for tilt, therefore trending code 2616 - malposition of device was removed. Fifteen malfunctions did not provide medical records, therefore, the investigation is inconclusive as no objective evidence was provided for review. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsh2004, gfse4182, gfvc0368, gfsh3647, gfrg2584, gftd2016, gfqb2764, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twenty-five malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All twenty-five events involved a patient with no reported patient consequences. Of the twenty-five reported patient, 11 patients ranged from 25 ¿ 74 years of age, three patient weight ranged from 98 ¿ 127 kgs. Of the reported patients, six were female and six were male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the 25 malfunctions, the product catalog for one device was updated to rf320j. Of the 25 devices, 10 lot numbers were provided, and lot history reviews were performed. The devices for the 25 reported malfunctions have not been returned for evaluation. Medical records were provided for 10 devices and reviewed for each malfunction. Out of the 10 medical records provided and reviewed, 2 had images and were reviewed for each malfunction. Out of 25 reported malfunctions, 4 malfunctions were confirmed for perforation; however, tilt was inconclusive. Perforation and tilt are confirmed for four malfunctions. Filter limb perforation and tilt are inconclusive for one malfunction. One malfunction confirmed for perforation, but was unconfirmed for tilt, therefore trending code 2616 - malposition of device was removed. For 1 of the 25 reported malfunctions, 2423 code was added, the investigation is inconclusive for occlusion. For 15 of the 25 reported malfunctions, medical records were not provided, therefore the investigation is inconclusive for perforation and tilt as no objective evidence was provided. Due to the addition of trending code 2907 to the one reported malfunction, the investigation is not identified for detachment. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsh2004, gfse4182, gfvc0368, gfsh3647, gfrg2584, gftd2016, gfqb2764, unknown), g4. H11: g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twenty-five malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All twenty-five events involved a patient with no reported patient consequences. Of the twenty-five reported patient, 11 patients ranged from 25 ¿ 74 years of age, three patient weight ranged from 98 ¿ 127 kgs. Of the reported patients, six were female and six were male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the 25 reported malfunctions, one was reassessed for reportability and determined to be reportable as a serious injury and was reported under emdr 2020394-2021-80728. H10: of the reported 24 malfunctions, lot number were provided for 13 malfunctions and the lot history reviews were performed. The product catalog number for two devices were updated to rf320j. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were provided and reviewed for 24 malfunctions of which 7 included images. One malfunction is confirmed for the alleged perforation and tilt; however, inconclusive for detachment. For 1 of the 24 reported malfunctions, the investigation is confirmed for perforation, migration, detachment but inconclusive for tilt. Perforation and unable to retrieve are confirmed; however, unconfirmed for tilt for one malfunction. Out of 24 malfunctions, the investigation is confirmed for the reported perforation and tilt for 6 malfunctions. For one malfunction, perforation and detachment are confirmed but inconclusive for tilt . Perforation and detachment are confirmed for one malfunction but unconfirmed for tilt. For 8 of the 24 malfunctions, the investigation is confirmed for the reported perforation; however, inconclusive for tilt. Perforation is confirmed but tilt is unconfirmed for three malfunctions. The investigation for one malfunction is confirmed for perforation; however, the investigation is inconclusive for filter tilt and occlusion of the ivc filter. The remaining malfunction is inconclusive for the alleged perforation and tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsh2004, gfse4182, gfvc0368, gfsh3647, gfrg2584, gftd2016, gfqb2764, gfph2325, gfph2327, gfse2802, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 24 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of device and perforation. These information's were received from various sources. All the 24 malfunctions involved patient with no patient consequences. Of the 24 patients, ten were male and thirteen were female, 24 patients ages were ranged from 25-74 years and four patients weight ranged from 59 ¿ 127 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 25 malfunctions, the product catalog for one device was updated to rf320j. Of the 25 devices, 12 lot numbers were provided, and lot history reviews were performed. The devices for the 25 reported malfunctions have not been returned for evaluation. Medical records were provided for 18 malfunctions. Out of the 18 medical records provided, 3 included images. For six malfunctions that provided medical records, the investigations are confirmed for perforation and tilt. For seven malfunctions that provided medical records, the investigations are confirmed for perforation; however, tilt was inconclusive. For one malfunction that provided medical records, the investigation is inconclusive for perforation and tilt. For one malfunction that provided medical records, the investigation is confirmed for perforation and unconfirmed for tilt. For one malfunction, the investigation is confirmed for perforation, but is inconclusive for occlusion and tilt. For one malfunction, the investigation is confirmed for tilt and perforation and retrieval difficulties. For one malfunction that provided medical records, the investigation is confirmed for perforation and tilt, and inconclusive for detachment. For 7 of the 25 reported malfunctions, medical records were not provided, therefore the investigation is inconclusive for perforation and tilt. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsh2004, gfse4182, gfvc0368, gfsh3647, gfrg2584, gftd2016, gfqb2764, gfph2327, gfse2802, unknown), g4. H11: b5, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twenty-five malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All twenty-five events involved a patient with no reported patient consequences. Of the twenty-five reported patients, 18 patients ranged from 25 ¿ 74 years of age, four patients weight ranged from 59 ¿ 127 kgs. Of the reported patients, 10 were female and nine were male; however, the other patients age, weight and gender were not provided.

Event description:
This report summarizes 23 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of device and perforation. These information's were received from various sources. All the 23 malfunctions were involved patients with no reported consequences. Of the 23 patients, 9 were male and 13 were female, 23 patients ages were ranged from 25-74 years and 5 patients weight ranged from 59-127 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 25 reported malfunctions, two are reassessed for reportability and determined to be reportable as a serious injury and was reported under emdrs 2020394-2021-80728 and 2020394-2022-90085. H10: of the reported 23 malfunctions, lot number were provided for 13 malfunctions and the lot history reviews were performed. The product catalog number for two devices were updated to rf320j. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were provided and reviewed for 23 malfunctions of which 7 included images. Six malfunctions were confirmed for the alleged perforation and tilt. Six malfunctions were confirmed for peroration but inconclusive for tilt. Three malfunctions were confirmed for perforation; however, unconfirmed for tilt. Two malfunction is confirmed for perforation and detachment, therefore, a0501 trending device code was added additionally and unconfirmed for filter tilt. For one malfunction investigation confirmed for perforation and tilt; however, inconclusive for detachment. For one malfunction, the investigation is confirmed for perforation, retrieval difficulties, therefore a0150207 trending code was added; however; unconfirmed for tilt. For one malfunction, the investigation is confirmed for the alleged perforation, migration, detachment, therefore, a010402 trending device code was added additionally; however; inconclusive for tilt. For one malfunction, perforation and material deformation (a0406) are confirmed for one malfunction; however, inconclusive for tilt. One malfunction is confirmed for perforation but inconclusive for tilt and occlusion of filter. The remaining one malfunction is inconclusive for perforation and tilt.based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: d4 (corporate lot number: gfsh2004, gfse4182, gfvc0368, gfsh3647, gfrg2584, gftd2016, gfqb2764, gfph2325, gfph2327, gfse2802, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the 25 malfunctions, the product catalog for one device was updated to rf320j, one device was updated to unknown filter and three devices were updated to unknown g2. H10: of the 25 devices, 12 lot numbers were provided, and lot history reviews were performed. The devices for the 25 reported malfunctions have not been returned for evaluation. Medical records were provided for 19 malfunctions. Out of the 19 medical records provided, 3 included images. For six malfunctions that provided medical records, the investigations are confirmed for perforation and tilt. For eight malfunctions, the investigations are confirmed for perforation; however, tilt was inconclusive. For seven malfunctions, the investigation is inconclusive for perforation and tilt. For one malfunction, the investigation is confirmed for perforation and unconfirmed for tilt. For one malfunction, the investigation is confirmed for perforation, but is inconclusive for occlusion and tilt. For one malfunction, the investigation is confirmed for perforation of inferior vena cava (ivc) and retrieval difficulties. However, the investigation is unconfirmed for filter tilt. For one malfunction that provided medical records, the investigation is confirmed for perforation and tilt, and inconclusive for detachment. Based upon the available information, a definitive root cause is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsh2004, gfse4182, gfvc0368, gfsh3647, gfrg2584, gftd2016, gfqb2764, gfph2327, gfse2802, unknown), g4. H11:section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes twenty-five malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These reports were received from various sources. All twenty-five malfunctions involved a patient with no reported patient consequences. Of the twenty-five reported patients, 19 patients ranged from 25 ¿ 74 years of age, four patients weight ranged from 59 ¿ 127 kgs. Of the reported patients, 11 were female and nine were male; however, the other patients age, weight and gender were not provided.

Event description:
This report summarizes 25 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information's were received from various sources. All 25 malfunctions involved patient with no patient consequences. Of the 25 patients, ten were male and twelve were female, 21 patients age ranged from 25-74 years and four patients weight ranged from 59 ¿ 127 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 25 malfunctions, the product catalog for one device was updated to rf320j, one device was updated to unknown filter and two devices were updated to unknown g2. H10: of the reported 25 malfunctions, lot number were provided for 13 malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for 21 malfunctions and images provide for 3 malfunctions. Therefore, for six malfunctions investigation is confirmed for perforation and tilt, for eight malfunctions investigation confirmed for perforation and inconclusive for tilt, for five malfunctions investigation is inconclusive for perforation and tilt, for three malfunctions investigation confirmed for perforation and unconfirmed for tilt, for one malfunction the investigation is confirmed for perforation and retrieval difficulties(a150207) and unconfirmed for tilt, for one malfunction the investigation is confirmed for perforation and inconclusive for tilt and occlusion(a1409) and for one malfunction the investigation is confirmed for perforation and tilt, it is inconclusive of detachment(a0501). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfsh2004, gfse4182, gfvc0368, gfsh3647, gfrg2584, gftd2016, gfqb2764, gfph2325, gfph2327, gfse2802, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.